Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a case, the green back patch cable was damaged and the customer used some tape to hold the patch and perform the case. Also during the case, an error message concerning ECG card was displayed and just after the pacing with navistar thermocool catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The physician disconnected all catheters from piu and connected back, restarted piu, changed the mapping connection cable and the navistar catheter but did not solve the issue. The case was finished unsuccessfully but pulmonary vein isolation (pvi) was not completed. The patient was under local anesthesia and the procedure was being performed in the left atrium. A transseptal puncture was performed.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that during a case, the green back patch cable was damaged and the customer used some tape to hold the patch and perform the case. Also during the case, an error message concerning ECG card was displayed and just after the pacing with navistar thermocool catheter, the signal noise occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The physician disconnected all catheters from piu and connected back, restarted piu, changed the mapping connection cable and the navistar catheter but did not solve the issue. The case was finished unsuccessfully but pulmonary vein isolation (pvi) was not completed. The patient was under local anesthesia and the procedure was being performed in the left atrium. A transseptal puncture was performed. The green patch cable was replaced, it was found out that bs cable was faulty and by replacing bs cable issue resolved. The device history record review was performed. No anomalies were noted in manufacturing or service of this device.